Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported the display on his humapen memoir device was not complete; for example, the zero (0) was open on the bottom. The device was not returned for investigation (batch 1302c01, manufactured february 2013); therefore, device could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the device is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs if any part of the pen display is missing do not use the pen. It further instructs if the display is not working correctly to contact lilly or their healthcare professional. A complaint history review of the batch did not identify any atypical trends with regard to missing segment complaints. There is no evidence of improper use.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On 29apr2016, it was reported that the display of the pen was not complete. For example, the 0 was open at the bottom (was not shown completely). The humapen memoir was associated with product complaint (B)(4)/ lot 1302c01. The user and the user's training status were not provided. The device has been in use for approximately three years since (B)(6) 2013. The device was not returned. Update 21jun2016: additional information received on 21jun2016 from the global product complaint database added the device specific safety summary and the manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2016, it was reported that the display of the pen was not complete. For example, the 0 was open at the bottom (was not shown completely). The humapen memoir was associated with product complaint (B)(4)/ lot 1302c01. The user and the user's training status were not provided. The device has been in use for approximately three years since (B)(6) 2013. Return status of the pen was not provided.